Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The customer informed the service representative that the system has been used in another case since the incident without issue. The service representative tested the device and was unable to reproduce the reported error. The reported error code points to the cpu as a potential cause. The cpu was replaced as a precaution and additional testing was performed without issue. The system was returned to service. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the centrifugal pump system with tubing clamp displayed an error message during a procedure. The device was powered off and back on to clear the error. There was no report of patient injury.